Event description:
The customer contacted baxter's technical service center regarding air bubbles in the patient line, which occurred on the homechoice (hc), during use during fill 1 while the home patient (hp) was not connected. The baxter technical service representative (tsr) assisted the hp to end therapy and informed them to start over using new supplies. The hp stated they saw the air bubbles and disconnected themselves from the machine. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The reported air in tubing (without alarm) was not confirmed. The root cause was undetermined. The lot number was not available; therefore, the batch review was not performed.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, no evaluation could be performed, and an assignable root cause could not be determined. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.